Event description:
It was reported by the physician that while trying to administer blood to a pt, the filter clogged after only one unit of blood. As a result, another tubing set was opened and used. The physician ended up using four tubing sets to deliver three units of blood to this pt.

Manufacturer narrative:
Sample will not be returned for eval.